Event description:
The following information was provided: as per pss implant request: left total hip pelvic discontinuity, notched femoral implant, revised acetabular fracture cup cage and plate previous implanted has failed. Doing hardware removal (socket, cage, proximal body of rest mod) on (B)(6) 2024--will scan immediately after, would like to implant triflange in early december please.